Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had unexpected restart. The customer¿s blood glucose level was 274 mg/dl .troubleshooting was performed for unexpected restart and receiving another unexpected restart alarm after a battery change. Advised that the pump will need to be replaced. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Unit was received with unexpected restart error alarm during testing due to broken solder joint connector on interface board. Unit was received with missing end cap sticker, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.